Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was very upset and extremely worried about putting out enough urine because they had voided smaller amounts than prior to evaluation. The patient hadn¿t been able to eat or drink out of worry. The stimulation was increased to a comfortable level, and the patient was feeling stim in their buttocks. The patient also stated they feel a spasm in their vagina every once in a while. The patient had also been crying all day. A few days after the initial report, the patient had to go to the ER due to rash and itchiness from the bandages. The patient would be meeting with their physician. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.